Event description:
Report received of a non-delivery of zofran with no pump alarm. The pump was programmed to deliver zofran 30mg in 50ml d5w at 125ml/hour. Approx 45 minutes after the pump was started, the customer contact checked the device. It was noted that the nurse had inadvertently forgotten to open the roller clamp on the tubing. The pump was incrementing as though fluid was being delivered, but there was no delivery due to the closed roller clamp. The pump did not alarm with an occlusion alarm. There was no reported adverse effect to the patient. The pump was replaced and therapy was continued without further reported problems.